Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during prime and after de airing they were still noticing air remaining in the blood path of the oxygenator. They had to mitigate de airing this residual air a second time prior to commencing cardiopulmonary bypass (cpb) surgery. The product was not changed out. The surgery was successful.